Manufacturer narrative:
Device did not have a battery installed when received. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No over delivery anomaly or under delivery anomaly noted. During the occlusion test, the device recognized the water filled reservoir that was installed in the reservoir compartment. Device was programmed with a fill cannula delivery. Then the device delivered the units properly with water exiting the infusion set. No prime/fill anomaly noted. Device uploaded properly using carelink. Device was monitored for two days. No basal anomaly, bolus anomaly or unexpected delivery anomaly noted. Device had minor scratched display window, scratched case, pillowing keypad overlay and cracked retainer. (B)(4).

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that the pump automatically dosed 80-90 units without him doing anything. The customer's pump was in auto mode, but the delivery anomaly was during manual prime. The customer had blood glucose of 200 mg/dl at the time of the incident. The customer was at 164 mg/dl at the time of the call, but had gone up to 400 mg/dl. The customer was used manual injections to treat the high and discontinuing pump use to avoid lows. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump over delivered insulin. The customer added that if the pump squirted insulin into his body, it would result in a lawsuit. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Event description:
The insulin pump spontaneously delivered 90 units of insulin but they were not wearing the insulin pump at the time.